Event description:
It was reported that after a permanent implant procedure, the patient experienced arrhythmia overnight and was kept in the coronary care unit (ccu) for monitoring and observation for an additional night. It was noted that the patient had an underlying heart condition that they were already aware of. The patient is expected to fully recover. Additional information was received that the patient is doing well postoperatively and the physician assessed the arrhythmia event as an ongoing health issue for the patient that is unrelated to the implanted device and implant procedure.

Event description:
It was reported that after a permanent implant procedure, the patient experienced arrhythmia overnight and was kept in the coronary care unit (ccu) for monitoring and observation for an additional night. It was noted that the patient had an underlying heart condition that they were already aware of. The patient is expected to fully recover.